Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012143363); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had a sievers type 0 b icuspid native valve with a high degree of calcification present. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 23mm z-med balloon, as this was under the minimum axis measurement of the aortic valve. The balloon was also chosen as a semi-compliant vs. A non-compliant balloon in order to increase patient safety. The valve was inspected prior to use and crossed as normal. The balloon was inserted and slowly inflated until calcium was visibly displaced. After the bav, the patient¿s hemodynamics were slow to recover. The balloon was removed and the delivery catheter system (dcs) containing the valve was inserted into the transfemoral position and advanced over the arch. There was visible challenge in advancing the nose cone into the annulus, so the dcs was pulled back. Negative traction was pulled on the wire while a second advancement of the dcs was made, where again visible flexion of the nose cone was present. The physician and medtronic representative advised to perform retraction of the system and slight adjustmentto the position of the dcs prior to advancement. However, before this could be done, the nose cone appeared to move across the annular plane and within a few second of being across the annulus, an effusion was noticed by cardiac silhouette on fluoroscopy. The dcs was retracted into the ascending aorta and the team immediately performed pericardiocentesis along with cardiopulmonary resuscitation (CPR) and resuscitation efforts. After a prolonged advanced cardiovascular life support (acls) protocol as well as pericardiocentesis, the patient passed away. Per the physician, it is unknown if the cause of death was annular rupture during the pre-implant bav, an annular dissection by the dcs, or a combination of both.